Event description:
Healthcare professional reported an unspecified amount of time after injection with "juvederm voluma xc," the patient developed an abscess and experienced bleeding from the abscess. The abscess is being treated; however, the type of treatment is not known. Symptoms are ongoing.

Manufacturer narrative:
Unique identifier (UDI)#: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of abscess and bleeding are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.